Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging a pump alarm issue. The patient indicated that she went to bed at 10:00 pm. While asleep, the patient claimed that she did not hear any alarms. A review of the pump's alarm history revealed a replace battery alarm at 1:16 am on (B)(6) 2012 and a low battery alarm at 12:44 am. An hour to two hours after the pump allegedly powered off, the patient claimed that her bg level reached "566 mg/dl." She denied having symptoms of high blood glucose (bg). She did not test for ketones. The patient stated that she woke up hearing the pump beeping but the screen would not come on. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level suggestive of severe hyperglycemia after failing to hear the pump alarm for a low battery and replace battery. There is no evidence that the pump was working improperly. The patient was apparently sleeping while the pump alarmed. The alleged product issue is not likely to cause an adverse event because either the audible or vibration alarm mechanisms still function and will still alert the user should the pump emit an alarm.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed alarm history for (B)(4) 2012 verified a low battery warning at 12:114 am and a replace battery alarm at 1:16 am. There was no available date from the black box for the time of the reported event due to continued patient use. In examination, there was no damage noted to the battery cap or the battery compartment. The battery cap secured to the pump properly and was found to be within specifications when measured. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was opened for investigation with no evidence of damage to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.